Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump was soaked in water for five minutes, there was fluid in battery compartment and received an alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, the insulin pump passed self test and the customer was advised to monitor the insulin pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump powered up after battery installation and was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump¿s history and trace files downloaded successfully using thump software. Critical pump error (open book image) alarm triggered by three consecutive pump error 63(variable=2) (file number=2006 line number=704) critical handling alarms confirmed on the main error log. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1 / pcba 2 / force sensor / motor]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, label damage, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Unexpected alarms pump error 63 (variable=2) confirmed on the main error log due to moisture damage in the electronics assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.